Event description:
It was reported that the user felt a difficulty of loading clips into the applier because there was something wrong with the jaws when the user tried to open the jaws. There was no health injury and no clips fell/remained in the patient's body.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in january of 2020. Evaluation of the returned instrument shows that the tips are aligned in the open and closed positions and the open jaw gap measures to print spec's. Of .506/. 536" at .525". No non-conforming features could be found on the returned instrument. Functional evaluation of the returned instrument shows that it is able to pick-up, retain, close and re lease multiple clips both with and without the use of silastic test tubing. We are unable to replicate the alleged issue therefore we are unable to validate the alleged complaint. All 50 instruments from the this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user felt a difficulty of loading clips into the applier because there was something wrong with the jaws when the user tried to open the jaws. There was no health injury and no clips fell/remained in the patient's body.